Event description:
A facility reported that an intraocular lens (iol) was exchanged. Add¿l info was received from the facility, who reported there was an anterior capsule tear during the procedure. The lens was placed in the sulcus, but it was not stable enough to support the lens. The lens was exchanged for an anterior chamber lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. (B)(4).